Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms even after complete set change. The customer reported that the no delivery alarms caused a blood glucose level of 450 mg/dl, which was treated with a manual injection. Customer stated that a no delivery alarms occurred during manual priming while troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.